Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient had discomfort at the ipg site. The patient underwent a procedure where the ipg was replaced and relocated. No device malfunction was suspected. The patient was reportedly doing well post operatively.